Manufacturer narrative:
Service visited on (B)(4) 2011 and replaced t valves for sample and reagent probes, which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from t valve of sample probe on synchron cx9 pro clinical system. There was no effect to patient or user.